Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17382291.

Event description:
It was reported that the patient was experiencing severe pain at the ipg site radiating down the legs since implant. It was also noted that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. The explanted ipg and leads were discarded.